Event description:
It was reported that during a triple coronary artery bypass graft between anterior interventricular artery, when attempting to remove the left internal mammary artery, the jaws of the applier misaligned and "altered the artery". The misalignment occurred on the first clip of the applier. Additional information states, "the surgeon simply specified that the artery was damaged, without further details. In total for this intervention we recovered 5 pliers, 2 from lot 06d1517606 (lot associated with the injured artery), 1 from lot 562472-029, 1 from lot 316340 and 1 from lot 06c1400093. According to the surgeon, none of the forceps gave satisfaction, with crossing jaws." Further information states that "there were no consequences for the patient and [the doctor] continued the triple coronary artery bypass surgery". The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). One sample of 137081 lot#316340 was received for evaluation. No visual concerns were noted with the sample. The device functions as expected unless excessive pressure is applied to the handles which results in lateral movement of the jaws due to wear in the boxlock region. The service date on the device is greater than 1 year old and the manufacturing lot is over 15 years old. The sample provided has exceeded the life expectancy for this product.

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that during a triple coronary artery bypass graft between anterior interventricular artery, when attempting to remove the left internal mammary artery, the jaws of the applier misaligned and "altered the artery". The misalignment occurred on the first clip of the applier. Additional information states, "the surgeon simply specified that the artery was damaged, without further details. In total for this intervention we recovered 5 pliers, 2 from lot 06d1517606 (lot associated with the injured artery), 1 from lot 562472-029, 1 from lot 316340 and 1 from lot 06c1400093. According to the surgeon, none of the forceps gave satisfaction, with crossing jaws." Further information states that "there were no consequences for the patient and [the doctor] continued the triple coronary artery bypass surgery". The patient status is reported as "fine".